Event description:
The customer alleged that he performed control tests using his contour meter and received results of 208 and 232 mg/dl. A control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The customer was in hurry and ended the call. No product will be returned for evaluation at this time.

Manufacturer narrative:
The customer did not provide reagent info or meter serial number. Without a serial number, it's not possible to determine a manufacture date.